Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The surgeon has had two level 2 plates that have had one cephalad screw partially back out on each one. Discovered at 6 week post-op fluoro exam. Checked at 11 weeks and there has been no further backing out of the screws. The patient is being monitored with no plan for intervention.